Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; the reported event was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The cavity pressure decreased automatically. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by factors other than this device or temporary malfunction of the control circuit board of the device. If additional information becomes available, this report will be supplemented.